Event description:
As reporter by the user facility: the pump was programmed to infuse 100ml/hr and it only infused 50ml in 2 and 1/2 hours. It is unk how this was determined. Unk what was infusing. No chemo. Incident date: unk, they were notified of the problem (B)(6) 2013. No pt injury. No tubing being sent in with the pump. MFR 9610825-2013-00375.